Manufacturer narrative:
D11 correction) section d information references the main component of the system and other applicable components are: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(6) product ID: bi71000450, serial/lot #: rev. 2 : s/n (B)(6) h3, h6) the power supply, power conversion enclosure, and power tray were returned to medtronic for analysis. No failures were found with the returned power conversion enclosure and power tray. Fdm 10, fdr 213 apply to these analyses. The returned power supply had a confirmed electrical failure. There was a chipped transistor. Fdm 10, fdr 120 apply to this analysis. Fdc 4307 applies to the investigation overall as the issue can be traced back to the power supply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: bi71000860, serial/lot #: unknown, ubd: unknown, UDI# unknown. Product ID: bi71000450, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the ps1 power supply was dead and the power conversion assembly was failing. The ps1 power supply and power conversion assembly were replaced, and the power tray was upgraded due to the new version of power conversion assembly being installed. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after two successful spins, the imaging system became stuck on "initializing." It was also noted that the staff in the room heard popping from the system. A reboot was attempted but was unsuccessful. A second imaging system was used to finish the case. There was a 5-10 minute delay to the procedure and no impact to patient outcome as a result of this issue.